Event description:
It was reported that the right atrial (ra) lead was surgically repositioned due to an unknown reason. This ra lead remains in service. No additional adverse patient effects were reported.